Event description:
It was reported that the system would not pass pre-run testing. Used a competitor's device to proceed with the case and complete it with no patient consequence. There was a loose mount and error 3 with test button and test tip.

Manufacturer narrative:
Torn isolator and moisture ingress. The hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.